Manufacturer narrative:
A partial lead was returned in one piece for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited noise oversensing and the right atrial lead had chronic low impedance and mode switching. During a device replacement procedure, both leads were explanted and replaced. The patient was stable prior, during and post procedure.